Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use an nc euphora balloon for pre-dilation. The device was removed from packaging per IFU and inspected with no issues noted. Negative prep was performed with no issues identified. The target lesion in the distal lad was moderately to heavily calcified with 95% stenosis and a little tortuosity. It was reported that difficulties were encountered removing the device following balloon inflation. The event was reported to have been related to use of the product with the non-medtronic guidewire. An apical perforation occurred due to the removal difficulties. Patient was treated by medical therapy. No further patient complications were reported.

Manufacturer narrative:
The physician cut the balloon at the inflation port and used a guide liner to remove the balloon. The target vessel was treated by medical therapy. Patient was treated by medical therapy. (B)(4).